Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 73-year-old male patient, the AED device powered on in manual mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-02262 for a similar event reported from the same customer.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Investigation concluded the device "mode options" was configured to "manual only" mode. The device was reconfigured to "semi-auto" mode to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.